Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer's insulin pump alarmed motor error the last time they did a set change. The customer¿s blood glucose level was 62 mg/dl at the time of the incident, and 200 mg/dl at the time of the call. The customer has been running low in the morning and has lowered their basals 3 times. The customer has been having lows for over a month and believes the pump may be over delivering. The customer treated the lows with food. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted. Motor passed motor test. Device passed the delivery accuracy test. (B)(4).